Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 12:19pm. She tested on the subject meter and observed a value of ¿285mg/dl¿ which she felt was high as compared to her feelings/normal readings. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type of insulin through pump therapy. The patient reported administering 5.85 units of insulin through her pump in response to the alleged reading. At approximately 1:15pm, the patient stated, she could feel her blood glucose dropping. She was feeling ¿faint, heard heart beat, felt dizzy, stomach a little upset nauseated.¿ she reported eating half a hamburger, apple pie and bag of (B)(6) at that time. At approximately 2:25pm she retested and observed a reading of ¿52mg/dl.¿ at 2:30pm she self-treated with sugar water and rested immediately and obtained ¿55mg/dl¿ and was beginning to feel better. The patient reported that the emergency medical services (ems) was called and by the time they arrived, she was feeling better. The ems tested the patient using an unknown brand ems meter and observed a value of ¿114mg/dl¿ at approximately 2:45pm. The ems advised the patient to get something to eat. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because, the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 06/26/2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.